Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h855306503, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015 information was received from a consumer via a company representative regarding a (B)(6) male patient who was receiving gablofen 2000mcg/ml at 462 mcg/day via an implantable pump for intractable spasticity and head/brain injury. The patient's medical history included a brain injury secondary to a motor vehicle accident (mva). In (B)(6) 2014, the patient experienced an abrupt change in symptoms including severely increased spasticity. A work-up at that time included a dye study that was unremarkable for a pump or catheter issue. "Medical work and brain imagine" were also performed but the results were not reported. The patient was medically managed but has never had good efficacy since. The patient's dose was escalated over the past few years from 180 to 462 mcg/day with no improvement in efficacy. On (B)(6) 2015, the patient's pump and catheter were explanted and replaced. Upon opening the back incision, there was noted to be an acute angle of the catheter between the two anchor points (elbow and v wing anchor). The surgeon cut the sutures for both anchors, opened the pocket and cut the catheter just prior to the sutureless connector. Cerebrospinal fluid (csf) was free flowing. The surgeon removed the entire catheter and pump. The new catheter was flushed on the back operating room (or) table and a clamp was used at the distal tip during that flush to see if any leaks were noted. No leaks were noted. It was replaced with a new catheter and new pump. The patient's dose was reduced by 30% post-operatively. It was unknown if the issue resolved at the time of the report. The patient's status was reported as "alive -no injury." Additional information has been requested regarding the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump and catheter were replaced (previously reported). The patient was not able to speak and the patient was going through withdrawal and was not feeling well for about two years. They told her they thought there was a ¿crink¿ in the catheter and thought there may have been a problem with the catheter. The patient¿s change in therapy/symptoms was gradual. The event date was thought to be 2015, but was unknown. It was noted the situation was resolved.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies and/or explant damage; the catheter was incomplete and returned in segments.